Event description:
The customer reported via phone call that they changed their tubing three times, but had repeated motor error and no delivery alarms. The customer's blood glucose was unknown. The customer stated they were able to resolve the no delivery alarm with a complete set change. The customer also stated the motor error alarm would occur during bolus and basal deliveries. Customer also stated they were able to complete the rewind sequence on the insulin pump. It was also reported the insulin pump would be exposed to xrays repeatedly due to the customer's job. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.